Event description:
It was reported that the right ventricular (rv) lead had increasing and high impedances. It was also reported that the thresholds were increasing. The rv lead was capped and replaced. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.